Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient called on (B)(6) 2015 and reported a loss of therapy and that the device was not working properly. The device stopped working properly two to three months prior when they had met with a manufacturer representative (rep). It worked for a week after meeting with the rep, but then it stopped working properly again. No matter how high the setting was, it would not help them. The patient had not seen a doctor in three years, and they were going to contact a rep. The related medical history includes failed back surgery syndrome. A supplemental report will be submitted if additional information is received.